Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and an opening on anterior. Leak test and microscopic analysis were performed which identified a sharp crease opening, smooth crease opening, and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on posterior due to fold flaw opening, and a smooth crease opening crease smooth on anterior due to fold flaw opening.

Event description:
Additionally healthcare professional reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.